Event description:
During a ventricular tachycardia procedure, after inserting the sheath into the patient, the sideport tubing detached from the sheath. This issue occurred a couple of minutes after insertion into the patient. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One photo was submitted for analysis. The photo shows the sideport tubing detached from the sheath stopcock. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the sideport tubing detachment remains unknown.